Event description:
There was no patient involved. Device switches on automatically.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 24th june 2010. A visual inspection of the device revealed no apparent defects. The device the history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2010 and that it had performed to specification up to the (B)(6) 2017. Multiple manual power ups mainly of under one minute duration with one of ten minutes duration were observed in the device memory between the (B)(6) 2017 and the (B)(6) 2017. These manual power ups may indicate the user was regularly power cycling the device or the device was switching itself on automatically and the user was intervening by switching the device off via the on/off button. There were no further log entries. The returned pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. Further investigation found the fault to be caused by membrane failure. The fault was witnessed during the course of the investigation and could not be replicated with a known good membrane installed. This would confirm a failure of the original membrane. The sam 300p is now an obsolete product, therefore it will be scrapped and replaced with a heartsine sam 350p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Device switches on automatically.